Manufacturer narrative:
The agent reported full removal of implants due to infection. Surgeon implanted anti-biotic spacer. Complaint has been evaluated and is similar to report number 1644408-2022-00645; 530-10-048, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Full removal of implants due to infection. Surgeon implanted anti-biotic spacer.